Event description:
It was reported that the patient presented post-implant procedure. Post-procedure, it was noted that the wound of the incision site did not heal. Antibiotics was prescribed for two weeks but healing shoed slow favorable evolution. The revision was surgically cleaned and sutured on apr 18, 2024. There were no patient consequences.